Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 08/18/2015 device evaluation: the device has been returned to animas and evaluated on 07/27/2015 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting an ¿error 1¿ message randomly that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.